Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found.

Event description:
It was reported that a power-on-reset (por) with an error code of 0x[000]2 clock too slow appeared on the implantable neurostimulator (ins). It was noted that the ins first showed 100% charged and displayed the por screen. The manufacturer¿s representative did reset the clock and ¿it was slow¿. The ins was not used and another ins was implanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.